Manufacturer narrative:
The reported issue was unconfirmed. The visual inspection noted no obvious defects on the returned pads. The pads were reviewed and were noted to have use evidence; however, the pads were found to have the correct trim pattern, and the energy connectors were found free of damages and presented a good connection. No manufacturing deficiencies were observed in the returned pads that would have contributed to the reported problem of low flow. The pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: (B)(6). According to specification, the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was leaking on the floor and there was low flow during therapy. The nurse confirmed that the fill tube was in the correct spot and that the fluid delivery line was seated properly. The water level was at 4 bars. The lines and connections were checked and the flow rate was 0.0 lpm. The pads were disconnected and reconnected and the flow rate remained 0.0 lpm. Therapy was interrupted in order to put the patient onto a second device; however, the flow remained 0.0 lpm. As a result, therapy was interrupted in order to place a new set of pads on the patient. Therapy was resumed with the new set of pads and the second unit with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was leaking on the floor and there was low flow during therapy. The nurse confirmed that the fill tube was in the correct spot and that the fluid delivery line was seated properly. The water level was at 4 bars. The lines and connections were checked and the flow rate was 0.0lpm. The pads were disconnected and reconnected and the flow rate remained 0.0lpm. Therapy was interrupted in order to put the patient onto a second device; however, the flow remained 0.0lpm. As a result, therapy was interrupted in order to place a new set of pads on the patient. Therapy was resumed with the new set of pads and the second unit with no further issues.